Event description:
Customer reports his meter reads in mmol/l. Customer reports he purchased his meter. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.